Event description:
The initial reporter alleged false positive results for several patient samples tested with the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 module. The allegation involves samples with results in the range of 1.0 to 20.0 cut-off index (coi) that were reported as reactive but were subsequently found to be non-reactive at external reference laboratories. Specific examples include: on (B)(6) 2020, a sample with a result of 1.28 coi (reactive) was reported as non-reactive by the reference laboratory. On (B)(6) 2020, a sample with a result of 9.2 coi (reactive) was reported as non-reactive by the reference laboratory (quest). On (B)(6) 2021, a sample with a result of 2.6 coi (reactive) was reported as non-reactive by the reference laboratory (B)(6). On (B)(6) 2021, a sample with a result of 13.8 coi (reactive) was reported as non-reactive by the reference laboratory (B)(6). On (B)(6) 2021, a sample with a result of 13.8 coi (reactive) was reported as non-reactive by the reference laboratory (quest). On (B)(6) 2021, a sample with a result of 1.05 coi (reactive) was reported as non-reactive by the reference laboratory (B)(6). The customer indicated that positive results were repeated twice on the cobas e 801 module before being sent to external reference laboratories for further testing. The specific methods used by the reference laboratories were not provided. The customer confirmed that no additional examples of samples testing above 1.0 coi have occurred since (B)(6) 2021.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation was limited as no sample material was provided for analysis. Calibration and quality control data for the relevant reagent lots were reviewed and found to be within specified ranges. However, calibration signals for certain lots were slightly lower than expected, though still inconspicuous. Alarm trace data indicated multiple system alarms, including calibration errors and sample-related issues, but it was not possible to confirm if these alarms were directly associated with the reported sample measurements. The customer did not adhere to the recommendations for handling samples with coi values near the cutoff. Specifically, duplicate retesting and confirmatory testing were not consistently performed as recommended. Additionally, adherence to tube manufacturer guidelines for centrifugation and clotting times could not be verified. A definitive root cause for the reported false positive results could not be determined based on the available information. The customer reported no further occurrences of similar results.